Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 148 mg/dl. Although requested, customer declined pump reset with tandem technical support (cts). Reportedly, cts provided pump reset instructions to customer to resolve issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.